Event description:
It was reported by the customer¿s biomed, that while the respiratory therapist was setting up for patient use, the device displayed error code 110b proximal pressure sensor autozero failed.(cbit). The device was not in patient use at the time of the reported event and there were no reports of patient or user harm or injury. Technical support provided remote assistance to the customer. The issue was confirmed. Philips remote service engineer advised the customer to perform extended run-in testing at set parameters to try and duplicate the complaint. The customer reported that he had to clean, replace seals, and re-lubricate the gas delivery subsystem. Testing was performed and there were no issues or alarms. The device was successfully placed back into service.